Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited undersensing, along with an intermittent loss of capture. It was suspected that there was a loss of lead slack due to the placement of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.